Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: bi31000160, serial/lot #: rev. 1 : s/n (B)(6). H3) the drive motor was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. It failed bench testing. The clutch assembly was not engaging the driveshaft which did not allow power to transfer from the motor to the drive wheel. The clutch assembly was bad. Analysis found that the reported event was related to a mechanical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system checkout. The left side drive chain was damaged. The drive chains were replaced. The clutch on the left motor failed and was replaced. The system passed checkout. Fdm 10, fdr 180, fdc 4307 are applicable to the system checkout d10: additional information - the left side motor was returned for analysis on(B)(6)2020 but analysis has not yet been completed at the time of this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system moved and lunged forward unexpectedly while driving. It was also reported that the drive function was hard to use while pushing forwards and backwards. It was also noted that there was a humming coming from the system when using the drive function. There was no patient involved when this issue was discovered.